Event description:
It was reported the patient died approximately four months after an implant attempt of the lead. Another lead was implanted. The cause of death has been requested and not received.

Event description:
The lead was attempted but not implanted due to patient anatomy. Another lead was implanted. An av junction ablation was performed at this procedure. It was determined the patient had expired. Follow up with the clinic reported the cause of death was acute gi hemorrhage, non infection and the death was not device related. Patient was last seen by hcp on (B)(6) 2010 and "everything was fine."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead was returned and analyzed. No anomalies found.

Manufacturer narrative:
Asku